Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels have been elevated in the 200-300mg/dl, since starting on the pump. Elevated bgs were treated by administering a bolus with the pump, and manual injections. The customer speculated that the basal rates may not be as high as they needed to be, and the switch from novolog to humalog might be possible factors. Recommendation was made that the customer consult with their healthcare provider regarding basal rates, insulin, and other factors.